Event description:
New information noted that the right atrial lead exhibited failure to sense and the right ventricular lead was repositioned for more slack.

Event description:
Related manufacturer reference number: 2017865-2023-24515 it was reported a patient's atrial and right ventricular (rv) leads presented with migration due to possible twiddler's syndrome. The atrial lead was explanted on (B)(6)2023. Post-procedure the patient status was stable.